Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captiflex medium oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the snare was placed around the polyp and when the user attempted to close the handle, it was noted that the handle cannula was detached. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the event of handle cannula detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.